Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 6. Reference MFR. Report #1627487-2015-06500, 1627487-2015-06501, 1627487-2015-06502, 1627487-2015-06503, 1627487-2015-06504. It was reported the patient had drainage at her ipg as well as lead sites which her physician later diagnosed as an infection. The patient was prescribed antibiotics. Surgical intervention took place on (B)(6) 2015 at which time the entire scs system was explanted. The patient had two model 3341 extensions from the same lot implanted as part of her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6 . Reference MFR. Report #1627487-2015-06500, 1627487-2015-06501, 1627487-2015-06502, 1627487-2015-06503, 1627487-2015-06504. Additional information received identified the patient's infection continues to heal.